Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a trial patient in basic evaluation. The patient stated they thought the controller was not working and the leads may have moved. The patient was assisted in increasing stimulation from 4.3v since they were not feeling stimulation at the time of the call. The patient confirmed feeling stimulation in the same area as before at 6.9v. The patient was reassured that since they were feeling stimulation in a common area, it does not appear the leads had migrated.